Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found controls running low for all levels. The engineer determined this issue was caused by water contamination as the sipper probe was not washing due to a blockage in the wash station. The measuring cell, syringe seals, tubing, and tubing connector o-rings were replaced. The water filter was cleaned as it was very contaminated. The water buffer tank assembly and the probe wash stations were cleaned. The water pump assembly was replaced. All system performance checks were within specifications. Calibration and controls were performed and the results were acceptable. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys il 6 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with an il-6 value of < 1.50 pg/ml accompanied by a data flag. The value was questioned based on the patient's history. The sample was repeated, resulting with a value of 42.72 pg/ml. The repeat result was reported outside of the laboratory to physicians. The il-6 reagent lot number was 43676102, with an expiration date of 31-dec-2021.